Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Due to photographic evidence provided from the field of an ar-9938-11, with batch number 672207, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time.

Event description:
On 04/10/2025, it was reported by a sales representative via (B)(6) that an ar-9938-11 .062 wire cutter was broken. The case was completed successfully, and no pieces broke off inside the patient. This was discovered during a talar oats procedure on 04/07/2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.